Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a keypad anomaly. The blood glucose value at the time of the event was 20 mg/dl. The customer was treated with an apple juice and glucose shots and visited the ambulance. The event involved product(s) mmt-381a, mmt-1880, mmt-332a. Troubleshooting was performed for low blood glucose. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was not using the insulin pump system within 48 hours of reported event. The customer also reported that the pump was exposed to a magnetic field. Troubleshooting was partially performed for the keypad anomaly. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. No product return is required for mmt-381a. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 120 pounds to 138 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 138 pounds which is updated in section a4 with this report. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0870 inches. All buttons function properly. Successfully downloaded history files and traces using thump and carelink. No stuck key alarm or motor errors/alerts found in the daily history. On the event date of 12-may-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 8.775 u and dailytotalofbolusinsulindelivered = 11.3 u which is equal to the dailytotalofallinsulindelivered = 20.075 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 12-may-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. No over delivery anomaly noted. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, pillowing keypad overlay and cracked select button keypad overlay. Unable to verify customer alleged for low bgs. Customer alleged for over delivery anomaly was not confirmed. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad and pump expose to MRI was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated narrative: the customer was passed out and treatment was emergency medical service dispatched. It is known that the customer has been using the insulin pump system within 48 hours of the reported event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.